Event description:
A probe was being returned by a sales representative. No other info was available at that time so it was determined not to be an MDR reportable event. However, visual inspection of the returned device revealed severe damage and pieces of the insulation appeared to be missing. With the info that is currently available there is no way to determine when or where the insulation came off. Since it is a possibility the insulation came off while the device was in the pt, the event is considered an MDR reportable event.